Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other clip is filed under a separate medwatch manufacturer report reference number.

Event description:
This is filed to report the clip opening when locked and the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with an mr grade of 4+. The mean pressure gradient was 4mmhg.the first clip was implanted; however, the clip seemed to open while locked and the clip detached from the posterior leaflet, remaining attached to the anterior leaflet (single leaflet device attachment/slda). A second clip was implanted to stabilize the slda clip, reducing mr to 3. After the second clip was implanted, the mean pressure gradient increased to 12mmhg. There was no reported clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify a lot specific product issue. All available information was investigated and the reported mechanical issue/clip opening while locked appears to be due to challenging patient anatomy. The reported single leaflet device attachment (slda) was a cascading effect of the reported mechanical issue. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.